Manufacturer narrative:
The unit was visually exaimined: the coating was sheared partially exposing the wire core. The factory simulated the incident as explained by the user, i.e., the guide wire was inserted and removed through a metal needle; the distal end of the wire was caught by the metal needle and the urethane coating was sheared in the same manner as the complaint. The device labeling contains a warning not to withdraw or manipulate the guide wire through a metal cannula.